Event description:
Pt was being transferred from bed to wc during pt eval. Eight staff were in room with 6 directly assisting with transfer. The ez lift is listed as a 500 lb capacity (on machine), pt is listed in emr as (B)(6). While lowering into wheel chair, machine failed (completely broke at base, bolts pulled through frame) and pt dropped 4-6 inches at most into chair, he reported no injuries and md assessed. However, pt was apprehensive due to equipment failure. Date of use: (B)(6) 1996 - (B)(6) 2011.